Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that the motor error occurred during a bolus. Customer had the pump in her pocket. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. Customer stated that she is able to complete the rewind sequence. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was assisted with the replacement. Customer called back and was assisted with correcting the replacement order. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).